Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 12/18/2018 that a sign im nail implanted to repair a fracture was replaced with a longer nail for added stability. The im nail was replaced with a 9mm x 420mm standard im nail per the sign technique manual. Surgeon comment: "it is a repeated orif. We thought the nail was too short, but we realized that fracture was unstable even with longer nail. We have therefore decided to put pop back slab for 4 weeks."